Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: presented with pain, evaluation revealed markedly elevated cobalt and chromium levels, MRI showed pseudocyst formation along the iliopsoas tendon. Markedly abnormal synovial tissue but no significant soft tissue necrosis, pseudotumor decompressed. Stem and shell well fixed and left intact, dual mobility placed without complication. Review of part# 157448 device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d9, g3, h2, h3, h6 complaint sample was evaluated and the reported event was confirmed. One m2a-magnum mod hd sz 48mm was returned and evaluated. Upon visual inspection the outside diameter and lip have scuffing. The taper adaptor has been separated from the head and also shows scuffing. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Us157854 072610 m2a-magnum pf cup 54odx48id, 103204, 971990 taperloc por fmrl 10x140, 139254 292980 m2a-magnum 42-50mm tpr insrt-3, 157448 609240 m2a-magnum mod hd sz 48mm. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-01836.

Event description:
It was reported that patient underwent left total hip arthroplasty and subsequently 12 years and 3 months later, the patient was revised due to pain, elevated metal ion levels, pseudotumor and altr. The head was removed. Attempts have been made and no further information has been provided.